Event description:
A ventilator was returned to the manufacturer's service center for a calibration issue. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.